Event description:
It was reported that the patient has expired after an implant duration of approximately 8.5 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another patch implanted. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.